Event description:
Rptr indicated that the pt had "an increase in seizure activity over the past 5 mos" and that a sys diagnostic test at an office visit yielded high lead impedance reading indicating a possilbe lead discontinuity. X-rays reviewed by MFR did not reveal any obvious discontinuities in the ncp sys. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by MFR. No obvious lead discontinuities were visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.